Manufacturer narrative:
The electrodes were returned for evaluation, the customer's report was duplicated during visual and microscopic evaluation. The packaging was found to have many creases. The report was attributed to an open jumper (self test) wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report 1218058-2019-00154 and 1218058-2019-0156 for similar events reported from the same customer.